Manufacturer narrative:
Correction: section g4- the date received by manufacturer should have been 6 november 2024 rather than 20 november 2024.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.